Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, missing data all day occured. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported even twas confirmed by the findings of a signal loss via log review. A root cause could not be determined.